Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m92y6y. The analysis results of the el5ml device found that it was received in good visual condition. Upon evaluation the trigger was difficult to cycle; in addition, 10 malformed clips were formed due to the dried body fluids that did not allow the clip to fully feed into the jaws. In addition, the device locked out as intended but the orange indicator did not show up; this finding is not related with the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, excessive dried body fluids were noted in the shaft assembly, causing the experienced feeding and forming issues. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip was not fed into the jaws from the first firing. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.